Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0 x 60mm, 135cm ranger balloon catheter was selected for use in an endovascular thrombectomy. During the first inflation at 6 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.